Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the belt failed incoming hi-pot testing. Upon evaluation, the trunk cable was cut and the green (3.3v) wire and white (drvn gnd) wires were pierced and shorted together. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming testing.